Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the tip and piece of the device broke off while inside the patient. The surgeon was notified immediately and the broken piece was recovered from the patient.